Event description:
Healthcare professional reported, left-side rupture, "recurrent inflammation," "hypertrophy of the capsule around the implant." Additional report of "fragment of cystic structure with fibrous wall with focal sparse inflammatory epitheliums of chronic type." No histopathological markers confirming alcl have been provided, no cd30+ or alk- at this time. Device has been explanted and replaced.

Manufacturer narrative:
Continued health effect impact code: f2201 biopsy. No current diagnosis for lymphoma-alcl, it is suspected at this time. Histopathological markers of cd30+ and alk- not provided, testing still being conducted. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma- alcl suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device photo analysis: visual analysis of the photographs identified: rupture: unable to observe due to attached photographs. Inflammation/irritation: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. The reason for reoperation: inflammation, rupture, lymphoma-alcl suspected.

Manufacturer narrative:
Previous medwatch submission noted rupture. Upon further information from the physician who stated "patient did not have a suspected rupture, and that the breast removal was performed due to inflammation/irritation around the breast", allergan has determined that there is no rupture for this device. The events of seroma-late and capsular contracture grade iii are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported "recurrent serous fluid around the implant", "capsular contracture grade iii", "the patient did not have a suspected rupture, and that the breast removal was performed due to inflammation/irritation around the breast".

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl-suspected. Upon review of received pathology reports, allergan medical safety determined that there is no malignancy. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed openings in the device. Inflammation/irritation: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the device. Deformation observed in the device. Yellow particles observed in the device/gel. Voids in the gel observed in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported, left-side rupture, "recurrent inflammation," "hypertrophy of the capsule around the implant." Additional report of "fragment of cystic structure with fibrous wall with focal sparse inflammatory epitheliums of chronic type." Histopathological marker of cd30- has been provided, no malignancy. Device has been explanted and replaced.